Event description:
New information received notes that cross talk was noted on the right ventricular lead. Upon inspection with x-ray imaging, the lead was still found to be dislodged, and all the system leads were adhered to each other with scar tissue. All three leads and device were explanted, and a new device was placed as well. This surgical intervention took place on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-93919 related manufacturer reference number: 2017865-2023-94305 related manufacturer reference number: 2017865-2023-94306 it was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator, which was caused by incorrect interpretation of signal. Additionally, the system leads were found to have dislodged, which was confirmed via x-ray imaging. Corrective programming changes were made to address the inappropriate shock, and no intervention was reported to address the dislodgement of the leads. The patient was stable.